Event description:
The customer observed false reactive architect hbsag qualitative ii results on one patient. The following results provided were from multiple tubes on same patient: on (B)(6) 2022 sid (B)(6) =454.34 s/co (> or = 1.00 s/co=reactive); c2=1.01 (> or = 0.70 s/co); %neutralization=93.4% (> or = 50%=confirmed positive)/ serum bank specimen for same patient hbsag = 0.22 s/co biomnis specialized laboratory on architect=negative (no actual results provided) redrawn and repeated patient on 25may2022=0.24 s/co there was no reported impact to patient management.

Manufacturer narrative:
This event was also reported on (B)(6) 2022 under 081081re1780923_02g22. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The complaint investigation for false reactive architect hbsag qualitative ii confirmatory results included a search for similar complaints, and review of the complaint text, trending data, labelling, device history records and specificity testing of architect hbsag qualitative ii confirmatory lot 34477fn00. The ticket search determined that there is normal complaint activity for the likely cause lot. Trending review determined no adverse trend for the issue for the product. Return testing was not completed as returns were not available. In-house specificity testing was performed with a retained kit of lot 34477fn00, all specifications were met and found that the lot is performing acceptably. Device history record review did not identify any non-conformances or deviations with the complaint lot and complaint issue. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. Per product labeling for diagnostic purposes, results should be used in conjunction with patient history and other hepatitis markers for diagnosis of acute and chronic infection. If the architect hbsag qualitative ii confirmatory results are inconsistent with clinical evidence, additional testing is suggested to confirm the result. Based on the investigation no product deficiency was identified for the architect hbsag qualitative ii confirmatory reagent, lot 34477fn00.